Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said that their implant battery has been depleting very fast even when they're not using therapy. The patient stated their implant battery level was at 100% and a couple days later when they went to use therapy again it depleted to 40%. The patient stated they then charged to 100% and 2 days later a yellow triangle displayed alerting that the implant battery was almost completely depleted. The patient stated this happened a couple times and the first time was about a month ago. The patient also mentioned they would like to be seen for reprogramming of their device. The patient was redirected to their healthcare provider to further address the issue. See pe (B)(4) for no relief.